Manufacturer narrative:
This complaint is related to MDR# 1828100-2014-00110 and MDR# 1828100-2014-00164. Review with the tech, found that this issue is related a loose connection on the cable assembly to the rewarm led. This is a MFR owned unite for non-clinical use. Decision to repair is pending.

Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, the rewarm light emitting diode (led) intermittently lights when in rewarm mode. There was no pt involvement.